Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included morbid obesity. Current weight 190 lbs. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("back pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("nuero condit/prob"). The patient was treated with naproxen sodium (aleve) and surgery (essure device removal). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, psychological trauma, urinary tract disorder, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hot flush, headache, nausea, nervous system disorder, weight increased, mood swings and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hot flush, menorrhagia, mood swings, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for urinary probs, uti. Discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. As per pif dated (B)(6) 2020: injury type: pip with date of removal (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included morbid obesity. Current weight (B)(6). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("back pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("nuero condit/prob"). The patient was treated with naproxen sodium (aleve) and surgery (essure device removal). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, psychological trauma, urinary tract disorder, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hot flush, headache, nausea, nervous system disorder, weight increased, mood swings and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hot flush, menorrhagia, mood swings, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for urinary probs, uti. Discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. As per pif dated 11-sep-2020: injury type: pip with date of removal (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: plaintiff fact sheet received. Reporter information updated. Essure removal date and details newly added. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.